Event description:
On (B)(6) 2007 it was reported to boston scientific corporation that, on (B)(6) 2006 an ultraflex esophageal ng stent was placed during an esophageal stenting procedure ((B)(6) male patient, weight unknown). According to the complainant, the stent was placed "without [a] problem." The patient left the hospital on (B)(6) 2006, and returned on (B)(6), 2006 with dysphagia. The physician observed that there was a food blocking the stent. The physician "removed the residues with rinse and with [a] clamp [forceps] without problem under [endoscopy]. However, ...bleeding was noted [on the] esophageal [mucosa]." It was further reported that although the physician stopped the bleeding initially [by means unknown] the patient passed away on (B)(6) 2006. According to the physician, the patient died due to bleeding caused by the movement of the endoscope during the procedure to remove the food blockage. Additional information received since (B)(6)2012: the indication for the stent placement within the thoracic esophagus of patient was for palliative treatment of esophageal cancer.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Bleeding, food bolus impaction and death are known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.